Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient was trying to adjust stimulation and she could not. Stimulation was not felt and the patient programmer (pp) showed therapy was off. Turning therapy on resolved the situation. The patient was able to turn therapy on and adjust stimulation. That explained why she had been going to the bathroom a lot since 4 days ago in (B)(6) 2016.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the therapy being turned off were unknown. It unknowingly turned off and ¿think happened battery charge.¿ there were no device concerns due to the device being unknowingly turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.